Event description:
The customer reported that the insulin pump alarmed, and she woke up with high blood glucose of 344mg/dl. Advised the caller to disconnect from the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device had scratched screen, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube and lip.